Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent posterior lumbar inter-body fusion. Intra-op, cage broke while the doctor was malleting the implant inside intervertebral space. No fragment of the implant remained in the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual and microscopic examination of the returned spacer revealed that the ears had broken off both sides of the peek portion of the implant. The implant did appear to be fully closed when returned. There did not appear to be any major deformation of the tip of the implant indicating that the tip came in contact with an obstacle. There are witness marks on the top side of the implant where the inserter attaches and they are much heavier on the peek side. This could mean that the implant was angulated and caused the peek portion to slide upwards breaking the ears. If information is provided in the future, a supplemental report will be issued.